Event description:
It was reported that upon reviewing fluoroscopy one day post implant, perforation was discovered. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.